Event description:
Cine image review: procedural images confirm the presence of a calcified stenotic lesion at the ostium of the left renal artery (lra). The lesion was pre-dilated with a 2.5mm balloon followed by delivery and deployment of the racer stent across the lesion. There is no evidence from the images of the occurrence of a stent fracture as there is no stent weld or material breakage of the stent. Stent distortion and artery dissection is evident during angiographic review of the vessel and stent post deployment.

Event description:
It was reported that while a 7.0 x 18mm racer rx biliary stent system was being deployed at 10atms pressure, a renal strut fracture was noticed and a dissection occurred on the aorta and left renal artery. It was reported that the lesion was located in the renal artery and was pre-dilated with 70% stenosis remaining . The stent fracture was noticed after the inflation of the stent. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: (root cause of the reported event cannot be determined).(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of a stenting procedure (dissection). Patient's condition affected effectiveness of the device (calcification within the artery most likely contributed to the stent distortion and the vessel dissection). Conclusion: inherent risk of procedure (dissection). Device failure/lack of effectiveness related to patient's condition (material distortion of the stent due to calcification). (B)(4).